Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as the manufacturer evaluation revealed that a drill bit was stuck inside the attachment. The attachment was disassembled and the shaft diameter was measured with 2.3 mm which is within specification. The returned attachment itself did not present with any damages or abnormalities. A most likely cause for the reported event is attributed to improper device handling.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a minimalinvasive mica surgery the attachment broke off. The end remained attached inside the adaptor. The part broke off outside the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Correction: h6 and h10 narrative as the event was not confirmed. The reported event was not confirmed as the manufacturer evaluation revealed that a drill bit was stuck inside the attachment. The attachment was disassembled and the shaft diameter was measured with 2.3 mm which is within specification. The returned attachment itself did not present with any damages or abnormalities. A most likely cause for the reported event is attributed to improper device handling.

Manufacturer narrative:
Additional information: g3, h3, h6. The reported event was not confirmed as the manufacturer evaluation revealed that a drill bit was stuck inside the attachment. The attachment was disassembled, and the shaft diameter was measured with 2.3 mm which is within specification. The returned attachment itself did not present with any damages or abnormalities. A most likely cause for the reported event is attributed to improper device handling.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Update (B)(6) 22-oct-2024: further information was provided by the customer that the initial reported event was incorrect. It was confirmed that the attachment had no issue but an arthrex drill bit has broken off and a part remained stuck inside the attachment. The customer was not able to provide further details which drill bit has broken off however during the evaluation a picture of the end of drill bit has shown that it has a diameter of 2mm and the customer only purchased one ar-300-b001 with the batch 037417 which fits this specification.